Event description:
Follow up information identified as ipg was removed and replaced. Adequate therapy was resumed post op.

Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reported she has not received stimulation for approximately two weeks. The ipg is inoperable. The abbot t representative confirmed the issue. Surgical intervention may be pending to address the issue.